Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 216 mg/dl at the time of incident. The customer stated that the insulin pump turned on. The insulin pump was returned for analysis.